Event description:
A 7 mm diameter x 60 mm length bridge assurant biliary stent was implanted in a pt for treatment of an iliac artery in-stent restenosis in 2003. Vessel tortuosity was moderate with no calcification. A bilateral kissing stent technique was used with an 8 mm diameter x 40 mm length stent on the other side, and no problems were reported while inserting and deploying the stents. The physician then used the balloon from the 7 mm x 60 mm stent to dilate a previously implanted angiodynamics distalink stent. It was reported that the balloon ruptured when it was inflated within the stent; however, the distal third of the balloon remained inflated. It was reported that the stent looked "mangled" and may have contributed to the rupture of the balloon. The physician unsuccessfully attempted to deflate the balloon by drawing negative pressure with the indeflator and then with a 60 cc syringe. While keeping negative pressure on the balloon, the physician tried to push the balloon forward, and the balloon went through the stent. When the physician then pulled on the balloon, the balloon detached from the shaft. The balloon and sheath were removed from the pt together. No clinical sequelae were reported, and the pt is reported to be fine.